Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a patient encountered a fluid leak during pd treatment. During drain 1 of 5 there was a warning of air detected in cassette. Fluid was discovered in the pump module area and on external part of cassette. In a follow up, the caretaker confirmed the reported event and stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue. The cycler is not available to be returned for analysis.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that a patient encountered a fluid leak during pd treatment. During drain 1 of 5 there was a warning of air detected in cassette. Fluid was discovered in the pump module area and on external part of cassette. In a follow up, the caretaker confirmed the reported event and stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue. The cycler is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.